Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a moderately tortuous, mildly calcified, proximal circumflex coronary artery procedure, the 2.25 x 15 mm xience xpedition failed to cross the target lesion due to the patients anatomy. During removal there was resistance and a stent strut flared. Another non-abbott device was used to successfully complete the case. There was no adverse patient effect or a clinically significant delay reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage was able to be confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.